Event description:
Customer alleged blood glucose results of 500 mg/dl and 125 mg/dl when testing was performed back to back on the advantage system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is unavailable for return; replacement product was sent.